Event description:
Customer reported that she was hospitalized for high blood glucose and dka. It was reported that infusion set was not changed prior to hospitalization. Customer stated that she has received motor error alarm.